Manufacturer narrative:
Covidien tech support troubleshoots this issue with customer over the phone. Covidien tech support suggested to replace bdu cpu pcb. Covidien was not authorized to service the device.

Event description:
The customer reported to covidien tech support engineer that the 840 ventilator stopped cycling. As per customer, pt involvement is unk.